Event description:
The patient who is a nurse reported that after wearing the pod on her leg she noticed her site was irritated, bruising, warm, and tender and felt pain (about 12 to 13 inches down her leg). The irritation was also black, red, swollen and it was the size of a dime. Her blood glucose was reading between 150 to 250 mg/dl. The pod was removed and she treated herself with a two days antibiotic of keflex and bactrim she had. For the next day ((B)(6) 2014) her site has hard, painful, it looks like a scab and there was pus and blood coming out of the site. So she decided to go to the emergency room where she was given an injection of antibiotic (rocephen) and the site was drained. The site was left with an open wound and she had to change out the dressing everyday unit the site is healed. She was diagnosed with a skin abscess the size of 12 inches down her leg and 10 inches wide.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.